Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have scheduled an upcoming root canal as a result of the damaged caused by the aligners. As previously discussed with byte and agreed upon in earlier emails, byte has committed to covering the cost of this treatment. Patient will provide proof of the work completed and the associated costs once the procedure is done.